Event description:
It was reported that (1) device was used during a radical nephrectomy. It was reported by the rep that a tim20 was used and the 1st clips advanced with a stiff motion but were acceptable to the surgeon. The action stiffened more and more and as add'l clips were fired and it appeared that the applier was hanging up on the tissue. There was no consequence to the pt.